Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024, wherein the lead was unscrewed and re-screwed back in the ipg to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000120842.

Event description:
It was reported that the patient's ipg was unable to enter MRI mode. A lead diagnosis confirmed high impedance issues on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.